Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. A correlation between the device and the reported event could not be conclusively determined. Pump pocket infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the emergency department with abdominal wall abscesses. The patient was admitted for treatment of a pump pocket infection. The culture obtained did not indicate a specific bacteria, however, frank pus was present. The patient was taken to the operating room for debridement and flap closure. The patient remained on IV vancomycin and zosyn orally for home treatment. No further information was provided.